Event description:
It was reported during a follow-up, post paced t-wave oversensing was observed via stored egm. Patient was asymptomatic. The device was reprogrammed successfully. Patient is fine and will be followed-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.